Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown demographics had undergone a bilateral breast reconstruction surgery with implantation of two 550cc mentor memorygel breast implant prostheses. Post-operatively, the patient experienced an unspecified implant rupture event in one their breast prostheses. They also described feeling sick as if they were dying. Lastly, the patient states that their list of symptoms match that of breast implant illness. As a result, explantation occurred on (B)(6) 2021. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-13082 for the contralateral event.